Event description:
The device was used during a thoracotomy procedure. Reportedly, the staples were not present. The surgeon transected the tissue prior to removal and air leaked from the lung. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.